Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date involving chemoclave¿ vented vial spike, 20mm, and it was reported that leaks by the filter. There was no reported patient involvement, and no reported patient harmed.